Event description:
It was reported that at the patient clinical visit, the programmer was unable to establish telemetry with the device. It was also reported that the electrogram showed a heart rate of 65 beats per minute in vvi mode. The pacemaker was explanted and replaced the next day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).